Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, an unknown procedure was performed when the issue happened. The procedure was completed by moving the patient to another system. Philips field service engineer (fse) visited the site and confirmed the reported problem. After reviewing the warning [large focus used; small focus defect] displayed, and xgen error in logs file, the fse confirmed x-ray tube failure. To resolve the problem, fse replaced the x- ray tube and return the part for further analysis and the tube failed with small filaments wear-out, a known failure mode for aging tubes. After x-ray tube replacement, the system returned to normal use now. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the x-ray tube was malfunctioning. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.